Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial markers were administered transperineally and the procedure was performed under monitored anesthesia care (mac). The placement was suboptimal, according to the physician, and the gel was not evenly distributed. Magnetic resonance imaging (MRI) revealed good spacing at the base and midgland but an indentation of the rectal wall at the apex. On computed tomography (CT), it was unclear whether it was rectal wall infiltration or a completely normal indentation of the rectal wall by the spaceoar at the apex. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.